Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm differs to the pt¿s physician regarding medical history.

Event description:
Upon explant of a lead at the conclusion of the trial (B)(4), it was reported that the lead anchor was broken. The damage reportedly occurred prior to the device's removal. The lead anchor was discarded by the medical facility.